Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded an email on (B)(6)2024 to the questions below. Q1: impact on treatment effectiveness in your report, it was mentioned that the blurry lens affected the "treatment effect." Could you please provide more details about how the treatment was impacted? -was there a delay in the procedure? No, but prolong the exam time due to need to replace a backup device to use. -did the image quality affect the diagnosis or surgical precision? Yes. -were there any additional challenges for the patient or medical team due to this issue? No. Q2: impact on the patient -were there any direct effects on the patient during or after the procedure due to the incident? No. -although no "serious harm" was reported, were there any mild or moderate impacts, such as discomfort or extended procedure time? Prolong the exam time due to need to replace a backup device to use. Q3: outcome after endoscope replacement -after replacing the endoscope, was the procedure completed successfully? Yes. -did the replacement of the equipment resolve the issue entirely? Yes. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the doctor found that the lens was fuzzy and wiped the two sides of the lens, it could not be resolved, imaging the effect of surgical treatment, immediately replaced the new equipment for the patient to continue treatment. The occurrence of this incident affected the patient's treatment effect, after the incident to strengthen patient care and observation, to the time of reporting adverse events, no more serious harm occurred. Harm performance: affected the patient's treatment effect. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occurred is video image failure (cloudy). The pentax engineer checked with hospital staff. The malfunction was found during use. No harm was caused to the patient. The examination was completed with a backup device. Based on the investigation, the bending rubber was damaged. Water ingress from this damaged area caused image problems. The cause of the breakage could not be determined. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. Investigation completion and return date: 03-dec-2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 04-sep-2015 under normal conditions. During the final inspections, a focus issue was discovered, and rework was performed to adjust the focus. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 04-sep-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.